Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer tip of the bd plastipak¿ concentric luer lock syringe was found deformed before use. The following information was provided by the initial reporter, translated from french to english: "defective luer lock tip: screw thread deformation".